Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred and the procedure was cancelled. The target lesion was located in the mildly calcified left anterior descending artery. A 2.50 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and a deformation was noted on the distal stent. The procedure was not completed due to same device unavailable. No patient complications were noted.

Manufacturer narrative:
E1 initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred and the procedure was cancelled. The target lesion was located in the mildly calcified left anterior descending artery. A 2.50 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and a deformation was noted on the distal stent. The procedure was not completed due to same device unavailable. No patient complications were noted. It was further reported that the lesion was pre-dilated with a non-bsc balloon catheter.